Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was likely the cause of defective thread and chipped adhesive was traced to a component failure. The cause of foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign objects in the light guide cover lens, defective thread in the distal end, and chipped adhesive of the lens. There was no patient involvement.